Event description:
Patient admitted for nicm and implanted with a heartware on (B)(6)2017. On (B)(6) pt intubated due to respiratory failure. Pt developed thrombocytopenia. Heparin changed to bivalirudin due to renal failure and possible hit. On (B)(6) pt noted with an increase in ldh, ast and altm and acute renal failure suggestive of a pump thrombosis. On (B)(6)patient to the operating room for pump exchange. Significant white clot noted in removed pump.